Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will charge and boot. The receiver was perpetually rebooting. Open receiver, detached ui pcba, and retrieve the receiver download. Finding related to complaint in receiver download: the receiver rebooted without shutdown "user" and did not recover after automatic shutdown was observed within the investigation (B)(6)17. The complaint was confirmed for receiver ceases to function due to receiver rebooted without shutdown "user" and did not recover after automatic shutdown was observed in receiver log within the investigation.. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.